Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01068. It was reported the patient experienced right side and abdominal pain since implanting the scs system. Field representative recommended the patient see the physician or go to the emergency room. Additional details have been requested, but not yet received.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01068. Follow up information identified the patient was advised to turn the scs stimulation off, but it did not help relieving the abdominal pain. Reportedly, the patient¿s pain is not related to the scs system.